Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got off no power alarm. Customer¿s blood glucose level was unknown at the time of the incident. Customer stated that he did not get a low battery alert prior to the off no power alarm. Customer states this is the second occurrence of off no power without a low battery warning. Customer also had no delivery alarm on insulin pump, however resolved by changing complete set. The customer was advised that the pump will be replaced. Product will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit alarmed properly low battery at 1.23 volts. Unit passed self test, basic occlusion and displacement test. Unable to prime unit during prime/a33 test due to faulty force sensor resistor (gold). Unable perform occlusion test, excessive no delivery test or verify excessive no delivery alarms due to prime anomaly. No unexpected low battery or battery alarms were noted. Unit received with intermittent act button due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Unit received with cracked case at the display window corners and display window. Unit received with stained end cap sticker. Unit received with minor scratched display window and case.